Event description:
The customer reported that the device did not deliver a shock via paddles in the sync mode. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock via paddles in the sync mode. There was no report of negative patient impact. The device was evaluated locally, but the symptom could not be duplicated, and there was no trouble found. The device passed all standard performance and safety testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the root cause because the symptom was not reproduced.